Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the physician discovered a superficial infection at the ipg site, and as a result the scs system was explanted. Follow-up revealed the patient may not consider a new implant due to other issues. Further investigation identified the physician flushed the site with 3 liters of antibiotic solution and oral antibiotic was also taken by the patient. The infection is currently resolved. No product will return to the manufacturer. Please reference MFR report # 1627487-2014-01071 and 1627487-2014-01072 regarding the leads.